Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the call was 441 mg/dl. The customer did not mention how he treated the high blood glucose. The patient felt fatigue as a symptom of their hyperglycemia. The customer was assisted with troubleshooting. High pressure test was performed and passed. The insulin pump was not replaced or returned for analysis.